Event description:
It was reported that the catheter was found disconnected from the pump with no csf when the pocket was opened for a pump replacement. The pump had been in place for approximately 5 years, and was thought to be close to be the end of life of the pump. No alarms were occurring. The patient had been on a high dose of baclofen (1330 mcg/day) for a long period of time. No dye study was performed prior to the surgery. The catheter was found in place, but no csf appeared when the catheter was cut at the spinal section. The pump and catheter were replaced. The patient's stating dose was reduced to 200 mcg/day. No patient symptoms were reported. Additional information has been requested but was not available on the date of this report.